Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the h2tuv handpiece does not work. Testing it with the test tip, the generator emits a malfunction sound. Another device was used to complete the case. There was no consequence to the pt.